Manufacturer narrative:
Implant date reported as 1997. Device is not distributed in the united states. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Event description:
Device report from (B)(6) indicates a femoral nail broke 14 years post operatively. Unreamed femoral ail was implanted in the pt in 1997; pt experienced another femoral fracture. Surgeon removed nail system without removing the broken tip.

Manufacturer narrative:
The dimensions close to the fracture site were found to be within specifications. The chemical composition was tested by edx and was found to meet specification. The metallography investigation found the material to be in specification. Gliding wear marks were observed inside the locking holes in the nail, proximal. The result from micro movements between the nail and the locking bolts indicate high dynamic loads. The sem examination found striations at the advancing crack front. These striations are an indication of a fatigue fracture. Based on the structure of the nail's fracture surfaces the ufn failed because of dynamic bending which led to the fatigue fracture.